Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside of its bladder. This was identified during or after filling with sodium chloride, pipezacillin, and tazobactam and before patient use. There was no patient involvement. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The device was manufactured sometime between july 9, 2014-july 14, 2014. The sample was received for evaluation. A visual inspection identified white particles ranging between 1.18 to 1.96 mm in length floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particulates were acrylic. The cause of the malfunction could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.